Event description:
A caregiver reported that the customer received a "check sensor" message from the adc freestyle libre sensor, and therefore was unable to obtain glucose readings. The customer became hypoglycemic, subequently experienced seizure, and was treated with dextro energy by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000dxq1ch has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 1 (indicating sensor was never activated by the user). An insertion failure was observed and there was no watermark at the base of the tail (indicating that the sensor was never inserted), therefore this complaint is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer received a "check sensor" message from the adc freestyle libre sensor, and therefore was unable to obtain glucose readings. The customer became hypoglycemic, subequently experienced seizure, and was treated with dextro energy by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that the customer received a "check sensor" message from the adc freestyle libre sensor, and therefore was unable to obtain glucose readings. The customer became hypoglycemic, subequently experienced seizure, and was treated with dextro energy by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performethis serves as a correction report. Section h-2 ( if follow up, what type?) Was incorrectly documented in follow up #1. Section h-2 has been updated as (correction) was not selected in section h-2 of follow up #1 and the investigation results were omitted from the initial MDR 30 day report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer received a "check sensor" message from the adc freestyle libre sensor, and therefore was unable to obtain glucose readings. The customer became hypoglycemic, subsequently experienced seizure, and was treated with dextro energy by mother. There was no report of death or permanent injury associated with this event.